Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of the sulcus exposure and pain. Quality accepts the physician¿s observations of such as the reason for surgical intervention.the replacement device referenced in b5 is captured under a separate report.

Event description:
The replacement mesh was removed in (B)(6) 2025 as the midline vaginal incision had opened up. Additional information received indicate this patient recently sought follow up treatment for recurrent pelvic pain on left side. The implanting physician always places static side of altis implant on right, and dynamic side of altis implant on left. No surgical intervention was recommended and an MRI was ordered. The MRI confirmed the altis anchors are sitting where they should be and are not impending on any nerve. Patient has an appointment scheduled with a ¿spine¿ physician for a possible nerve block.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient has sulcus exposure and pain from the altis sling on the dynamic side. Removal and replacement of the mesh was performed.